Manufacturer narrative:
No imaging was provided. The valve remains implanted in the patient. Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, cardiac tamponade, wire and catheter manipulation and prolonged or repetitive runs of rapid pacing. These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the tachycardia and stroke is unknown; however, patient factors not provided and the mechanisms described above likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) case registry, the patient developed sinus tachycardia and cerebral infarction (ci) post implantation of a 23mm sapien 3 valve via transfemoral tavr procedure. On postoperative day (pod) 1, sinus tachycardia occurred. There was no signs for anemia progression, dehydration, or heart failure (hf). Although the most possible cause was respiratory infection, the exact cause could not be determined. As the tachycardia was continued, beta blocker was prescribed and the tachycardia was resolved. On pod 3, multiple ci was observed by magnetic resonance angiography (mra). Since there was no symptom, the patient was placed under observation. Outcome of sinus tachycardia was determined as "in remission", ci was determined as "not recovered".